Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient was in discharged state but not overdischarged then charged to 100% and had por at time of report and instructions on clearing por with the patient programmer were given. Additional information received just over a week later reported they were not able to adjust stimulation with the patient programmer. It was logged the display showed "call your doctor" icon and a por condition was reported. It was logged it was an informational por. Additional information received reported the manufacturer representative did not know which code accompanied the por. It was noted that the cause of por was also unknown, and the patient experienced a loss of therapy. It was logged the por was reset and therapy returned.